Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen will not calibrate. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the biomedical engineer with the requested part ID for the user interface assembly.

Manufacturer narrative:
The biomedical engineer customer replaced the user interface assembly to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.